Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that the other manufacturer's right atrial (ra) and right ventricular (rv) leads connected to this pacemaker, had pace impedance spikes greater than 3000 ohms. Noise oversensing was observed on both leads after the pace impedance spikes occurred. Technical services discussed programming to pace in the unipolar configuration and sense in the bipolar configuration. There have been a number of normal rv threshold tests and the patient is not dependent, as they only pace 1 percent of the time. The physician was to make a decision on programming. No adverse patient effects were reported.